Event description:
An attempt was made to use a scuba peripheral stent system to treat a diffuse lesion with 90% stenosis in the iliac artery. It is unknown if the lesion was pre-dilated. Stent was inspected prior to use after removal of the protective sheath and no abnormalities were noted. Negative or positive pressure was not applied to the catheter prior to placement of the stent across the lesion. The stent came off the balloon while crossing the lesion. The doctor withdrew the stent and the balloon with a snare. The event did not affect the patient. Evaluation summary: the stent was dislodged. It was mounted on the balloon but moved to the tip. Seven mm of the stent is over the distal balloon welding. A strut of the stent on the proximal side is bent. The distal stent profile was increased due to misplacement over the distal balloon welding.

Manufacturer narrative:
Patient's condition affected effectiveness of device (90% stenosis), device failure/lack of effectiveness related to patient condition (90% stenosis) (B)(4).